Event description:
In 2008, the pt reported that approx one month ago, the plunger of the insulin cartridge became stuck to the piston rod of the infusion device and a "lot" of insulin spilled into the cartridge compartment. She stated that she was able to remove the plunger from the piston rod and she dried the insulin from the cartridge compartment with a paper towel. She stated that she has continued to use the infusion device without issue since then. She was educated on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.